Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of a tcmid: 05 (coolant diff failure) was confirmed during review of the event log. The probable root cause was due to the damaged lm 34 temperature probe due to normal wear and tear of the console. The thermogard xp ivtm console is a reusable device and was manufactured on 30 september 2010. It has exceeded its expected serviceable life of five years and is over 9 years old. During visual inspection, damaged lm 34 temperature probe was observed. Unrelated to the reported complaint, damaged pump rotor head, raceway pump assembly, pump raceway lid and pump rotor were also observed. The probable cause for the observed physical damages was due to wear and tear of the console. A review of the event log was performed and several tcmid: 05 error were observed. In addition, tcmid:01(pump failed), tcmid:07 (coolant temp high) and tcmid:06 (ce post failure). These observation are not related to the reported complaint. Functional testing was not performed due to customer declined service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
During patient use, the thermogard console (sn (B)(4)) displayed tcmid: 05 (coolant diff failure). The user was unable to clear the message. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.